Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic colon procedure. The balloon is blown up prior to use as a test and the trocar does not work as it should. The balloon does not fill up and they cannot take the air out. A new device was used to correct the condition. The device was not used on the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The insufflation syringe was received. The valve seal was intact. The locking collar was intact. The balloon appeared intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.